Event description:
It was reported to philips that the defibrillator did not work due to the battery not holding charge. There was no pt injury.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.